Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, multiple attempts were made to find a site with an optimal threshold value for the right atrial (ra) lead and right ventricular (rv) lead. It was noted that before the helix was extended on both the ra and rv leads, high pacing impedance measurements were observed, however, after the helix was extended, the impedance measurements were within optimal range but a failure to capture was observed. It was then suspected there may have been an issue with the patient's myocardial tissue while placing the ra lead, therefore, the ra lead was replaced with a tined-lead. The rv lead was repositioned several times but "no site with a good threshold was found,"and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.